Manufacturer narrative:
Service was not dispatched. The shorted extension cord as well as the surge protector were not manufactured and/or distributed by beckman coulter. Customer replaced the extension cable and surge protector as well as repaired the waste line to resolve the issue. (B)(4).

Event description:
The customer reported the unicel synchron dxc 600 pro system leaked at the waste drain. The leak was not contained and leaked onto the floor. No exposure to the leak. However, customer reported the fluid came in contact with an extension cord that was connected to a surge protector attached to other instrumentation. The contact caused the extension cord to short out. There was no flames or smoke reported but the customer reported the entire wall was black. The fire department was called and the lab was partially evacuated. No injury or exposure reported.